Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient contacted support after receiving an insulin occlusion alert. The patient had already removed the infusion site and disconnected the tubing from the device and reported that the cannula was not bent and there was no visible damage to the infusion set. As the supplies had already been disconnected, the patient was advised to replace the infusion set with a new one. The agent guided the patient through the infusion set change, after which insulin delivery resumed. The patient was using an inset infusion set with a 6 mm cannula and 23-inch tubing and was unable to confirm the lot number. At the time of the event, blood glucose was reported to be elevated, with the highest reported value in the low 300 mg/dl range. The patient was unsure how long blood glucose had been out of range. The device alerted for high glucose, and the patient reported feeling nauseous. No outside assistance or medical intervention was required. During a follow-up interaction, the patient reported receiving an alert indicating insulin delivery was stopped with partial delivery completed, and blood glucose remained elevated. The patient was advised not to use meal announcements as a correction and was instructed to disconnect from the infusion site to test insulin flow. Insulin drops were not observed, and upon inspection, the cartridge was noted to be partially filled with a large air bubble present. The patient was advised to replace the cartridge and connector, and the agent walked the patient through a full supply change. The patient successfully reconnected and resumed insulin delivery. Subsequent follow-up indicated that blood glucose levels remained elevated, and the patient reported worsening nausea. The agent advised monitoring, checking for ketones, and waiting to assess whether the new infusion site improved insulin delivery. When blood glucose levels remained elevated, the patient elected to administer a manual insulin injection and disconnect from the device for a period of time, with plans to reconnect afterward and contact support again if blood glucose levels did not improve. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.